Event description:
It was reported that the device over-temperature alarm was not functioning. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Wear and tear damaged front cover and line cord. Outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported problem was found to be overtemp alarm was out of calibration. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.